Manufacturer narrative:
H3: analysis of the product ID: 97755, serial# (B)(6), revealed recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt states for the past 2-3 months - or possible longer but within 2024, they were having problems when trying to recharge the implantable neurostimulator (ins). Pt states when charging the ins it will charge for 2- 3 minutes and then it will kick out and say to call medtronic. Pt does not recall what exactly he was seeing on the screen. Agent had pt remove the battery pack and plug the controller into the ac power cord. Pt confirmed the controller powers on. Pt put the battery back in and verified the controller is 60% and the ins is 80%. Pt states recharger telemetry module (rtm) paddle gets really super hot and states where the cord goes into the paddle there is a bubble. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.